Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. A revision was performed, and this lead was explanted and replaced with a new rv lead. It was noted that this lead had been implanted in the left bundle branch which was considered to be off-label use. No additional adverse patient effects were reported. This product has not been received by boston scientific for further investigation.